Manufacturer narrative:
Other, other text: this MDR was generated under protocol b10009704, as a result of warning letter (B)(4). A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Both tamper seals were broken. No physical damage was observed. Wrong cassette pump won't run was found in pump event history log. Customer's stated problem was verified. Inspected the pump and attach cassette it display "wrong cassette will not run". The root cause of the reported issue was found to be a faulty downstream occlusion sensor. Actions were taken to mitigate the reported issue: the downstream occlusion sensor will be replaced. D4: UDI information is unknown. G5: premarket (510k) number is unknown.

Event description:
It was reported that the device is showing pump wont run alarm during testing. No patient injury was reported.

Manufacturer narrative:
Additional information received that this event occurred during testing and there was no patient involvement. One cadd prizm vip pump was returned for analysis. Visual inspection performed, and product found to be in a good condition. Event history log review was performed and found evidence of reported problem. The pump was visual inspected and tested by attaching cassette onto the pump and it displayed alarm "wrong cassette pump won't run". The customer's stated problem was verified. During investigation the pump was inspected, and cassette attached, and the pump displayed "wrong cassette will not run". Further investigation of the pump and determined that a faulty downstream occlusion sensor was the root cause of the customer report problem. Service replaced the downstream occlusion sensor. The root cause of the reported problem was the faulty downstream occlusion sensor.

Manufacturer narrative:
Device evaluation in progress.

Event description:
Information was received that this smiths medical cadd prizm vip pump displayed constant wrong cassette and pump unable to run alarm. No adverse effects were reported.